Event description:
It was reported that during a procedure, the device would not fire the clips. They got a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Device a: jaw/cam; b: clip. Eval summary: the analysis results found that the el5ml device a was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws and cam condition. No conclusion could be reached as to what may have caused the found condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device b was returned in good visual condition. The instrument was cycled and the advancer bypassed and short fed the clips; causing two pear shaped and three unformed clips. No conclusion could be reached based on the analysis results as to what may have caused the findings. Additionally, the instrument did not lock out and the orange indicator was found beyond of its intended position. The instrument is designed to lockout when all the clips have been fired. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.